Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation." Device remains implanted.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch (B)(4). Aware date should have been listed as 7/26/2024. Laboratory analysis summary: the device related to the reported event of deflation was received on august 26, 2024. With catalog number cui-420.

Event description:
Healthcare professional reported left side "deflation." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening under plug strap assessed as an unidentified (tear) opening. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side "deflation." Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.